Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after temporary reduction with a low profile metaphyseal compression screw 2.7, the screw was removed and replaced by a variable angle (va)-locking screw 2.7. The surgeon reported that the va-locking screw no longer engaged and suspected that the thread had been destroyed by the screw. Reportedly, the drill guide has not been used and it was possible the thread was destroyed during drilling since it was not protected by the drill guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.